Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon receiving shocks from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was revealed that the patient's ICD was inappropriately identifying ventricular tachycardia (vt) instead of supraventricular tachycardia (svt) and delivered shock as a result. Programming changes were made. The patient was stable.